Event description:
The pt was in a car accident and struck her head on the windshield. At the time of impact, the pt felt strong stimulation sensation all over her body, which dissipated within the following week. She continued to feel stimulation in the wrong location, her bilateral ribs and stomach. She was seen in clinic. Impedances were normal. Palpation and movement did not cause stimulation changes. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).